Manufacturer narrative:
Product analysis: performance data collected from the mobile programmer was received and analyzed.  Analysis of the data/database found the customer comment that the device egms were replaced with a dotted line was confirmed due to a loss of telemetry connection. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the implant procedure after defibrillation threshold (dft) testing, the device egms were replaced with a dotted line when trying to retrieve episode data. It was noted that when the issue was observed the mobile programmer patient connector was positioned at the foot of the patient's bed and blue-tooth connectivity remained strong as per the top ribbon on the display. It was noted that the green "interrogation in progress" pop-up stalled. The user turned off wireless fidelity (wi-fi) on the hosting tablet which failed to resolve the issue and it was noted that lead tests were able to be performed without difficulty. The interrogation session was ended and the programmer was re-paired with the device. Complete dft episode information was then able to be obtained. No patient complications have been reported as a result of this event.